Manufacturer narrative:
The device was returned for analysis, and visual and functional inspections were performed on the returned device. The reported guide separation, needle to cuff miss and suture separation/ detachment were confirmed. The reported foot retraction problem was not able to be confirmed due to returned device condition. The difficulty to insert could not be replicated in a testing environment as it was based on operational circumstances. It should be noted that the proglide instructions for use (IFU) states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulties appear to be related to circumstances of the procedure and IFU deviation. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, additional information reported: a cuff miss and suture break were noticed after deployment of the plunger in the calcified artery. Upon removal of the device, the device separated between the metal and black portion of the guide. The footplate lever closed; however, the feet did not close as they were no longer linked to the lever.the vessel was incised and the distal portion of the device was removed. The transcatheter aortic valve implantation procedure was completed. Surgical suturing was used to achieve hemostasis. There was a reported clinically significant delay and prolonged hospitalization. The patient is doing fine. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. (B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified right common femoral artery was achieved with one proglide device using the pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, for the second proglide, there was resistance during insertion and more resistance entering the vessel. All deployment was completed; however, upon removal of the device, the device separated between the metal and black portion of the guide. The footplate lever closed; however, the feet did not close as they were no longer linked to the lever. The vessel was incised and the distal portion of the device was removed. The tavi procedure was completed. Surgical suturing was used to achieve hemostasis. There was a reported clinically significant delay and prolonged hospitalization. The patient is doing fine. No additional information was provided.